Event description:
Elderly [age redacted] patient with pad and right lateral ankle wound presented for a right leg angiogram to treat infrapopliteal arterial occlusive disease to assist with wound healing. During the procedure, and while removing the 5 fr flexor raabe guiding sheath over the wire, the sheath broke near the hub and again close to the groin access site causing extravasation. Fluoroscopy confirmed that a portion of the sheath was still up and over the aortic bifurcation on the wire. Anesthesia was engaged to place the patient under general anesthesia and all sheath pieces were removed via micropuncture system while controlling the bleeding of the left groin. Fluoroscopy was utilized to ensure that all pieces were removed. The sheath pieces were labeled and send to pathology for gross examination. Manufacturer response for flexor raabe guiding sheath with check-flo valve, group flexor (per site reporter). No response yet.